Event description:
A minimum fill notification was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to clean the pneumatic tap area on the pump with an alcohol wipe or lint-free cloth. The customer successfully reloaded the cartridge onto the pump and resumed insulin delivery.